Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that were no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.